Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic due to diaphragm stimulation. Upon interrogation, the cardiac resynchronization therapy defibrillator was found to be in backup mode. Programming changes were made. The patient was stable.